Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose above 13.9 mmol/l (>250 mg/dl) while wearing the pod on the abdomen for between 25 and 36 hours. The patient was vomiting and went to the hospital for treatment. The patient was placed on an insulin drip and was discharged from the hospital after 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Correction to b5 - describe event or problem . Correction to h6 - adverse event problem medical device problem code. Correction to h6 - adverse event problem component code.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose to 23.2 mmol/l (417.6 mg/dl) while wearing the pod on the abdomen for between 25 and 36 hours. The pink slide reportedly did not move forward; indicating the needle mechanism did not function as intended. Symptoms reported include nausea and vomiting. The patient was treated with anti-nausea medication, fluids and insulin intravenously. Pulse and heartbeat tests were performed. The patient was discharged from the hospital after 24 hours.